Manufacturer narrative:
No button/keypad response due to a flattened act keypad dome. The pump also had minor scratches on the lcd window, a cracked case near the display window corners. Unable to perform the displacement test due to the keypad anomaly.

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 200 mg/dl. Customer was wearing the pump during a heart test and stress test. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.